Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post implant, the device exhibited pacing at about 170-180 ppm. Therefore, the device was replaced.